Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion due to high right atrial (ra) lead thresholds. No action was taken and the patient will continue to be followed. The crt-d and ra lead remain in use. No patient complications have been reported as a result of this event.